Event description:
It was reported the system had an intermittent failure, error 2 is displayed on the monitor screen and the x-rays are inhibited. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.